Event description:
The customer reported that the display of their device lit up but remained black, making it unreadable and affecting their ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to put the pump into storage mode before returning it. The customer agreed to return the problematic pump using a pre-paid label within ten days and will continue using the current pump as backup therapy.